Event description:
Litigation papers allege the patients devices failed and he has been and/or will be forced to undergo a revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form and implant stickers received which identified product/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.